Event description:
It was reported that a CT scan showed heterotopic bone medial to the fossa implant. Revision surgery was preauthorized but declined by the insurance commissioner and therefore not performed. This complaint was reviewed upon the acquisition of tmj solutions by stryker. No product malfunction was reported, as the device appeared to work as intended. However, there was an adverse event, which would be considered reportable based on stryker¿s determination of the potential severity for the reported event and based on the historical filing strategy on revision surgeries of heterotopic bone cases of tmj solutions (now stryker). Based on this information, a report will be filed.

Manufacturer narrative:
Device not returned for evaluation as it was implanted. If additional information is received it will be reported on a supplemental report.